Event description:
Description: nurse entered cpoe per physician for cardizem 10 mg/kg intravenous once. Add'l instructions per paragon were "administer over 2 minutes". When pharmacist was processing order, selected diltiazem hcl 5 mg/ml solution, resulting in an autopopulation of dose as 525 mg. Pharmacist called and asked nurse what dose physician wanted. It was supposed to be 10 mg IV once, nurse had used the preset cardizem 10mg/hr intravenous once. Nurse received no alert of this dose within paragon webstation. This seems like an issue in editing an order from mg/hr to mg/kg which as the potential to result in significant harm for the pt. Medication administered to or used by the pt: no. Pt counselling provided: unk. Relevant materials provided: none. (B)(4).